Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error 550:320:654:0000 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to a faulty speaker and rear inverter harnesses. The speaker and rear inverter harnesses were replaced to correct this condition. A service history review revealed that this device has not been serviced prior to this event for the reported condition.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 550:320:654:0000. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.